Event description:
Clinical adverse event received for second fall in (B)(6) 2024 on knees - but no concerns. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).